Event description:
15 minutes into a 3.5hrs dialysis treatment, machine alarmed for blood leak. Blood leak was confirmed with a positive blood leak test strip. Patient's blood was not returned, lost approximately 150ml of blood. Patient was in good condition and did not require any additional medications, a new machine was set up. Patient was able to complete their dialysis treatment. Present hemoglobin was 11.3. Dialysis conditions: primed with bfr of 100ml/hr with 300ml volume. Treatment time is 3.5hrs, 400 bfr, 600 dfr. Medications: zemplar 6mcg. Vascular access: right (avf) arterial venous fistula. Other devices used: fresenius dialysis machine, streamline bloodlines, masterguard.